Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not provide a lot number. The device history record and the complaint database could not be reviewed for lot specific info. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed. Evaluation: results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user reported that the device is cracking causing the device to leak post cardiac surgery. A variety of cardiac drugs are used with the device, however no specific list of medications ahs been provided. The device was exchanged. No harm or injury was reported.